Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the order had dropped out of the pyxis profile. A technical support specialist dialed into the server and checked the messages, confirming they were currently crossing over. The specialist suggested a real-time investigation to determine why the order dropped on the station while the patient was still admitted, and the order was still active. The specialist also advised the customer of factors that could have caused the issue and recommended if the issue reoccurs calling while the order is still active to perform a real-time investigation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order dropped out of pyxis profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.